Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The procedure was completed using a second device and there were no patient complications.